Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected and noted to have insulation damage noted at proximal end. Additionally, the device passed the dimensional test, as it meets design specification for the distal and proximal outer diameters. The reported allegation is confirmed based on the returned device.

Event description:
It was reported that versacross connect laac access solution selected for watchman flx pro procedure. It was noted that versacross rf wire would not advance through the versacross connect dilator. Multiple attempts were attempted to advance sheath/dilator over the wire during backloading. It was noted that the versacross rf wire was damage. No other issues were noted. The device was replaced and the procedure was complete successfully. No patient complication was reported. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect laac access solution selected for watchman flx pro procedure. It was noted that versacross rf wire would not advance through the versacross connect dilator. Multiple attempts were attempted to advance sheath/dilator over the wire during backloading. It was noted that the versacross rf wire was damage. No other issues were noted. The device was replaced and the procedure was complete successfully. No patient complication was reported. The device is expected to return for analysis.